Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mp-1 ha dual transition selective surface (tsvh11) was returned for investigation. Visual inspection of the returned product identified a fractured implant collar. There was presence of bone residue around the external threads of the implant due to usage. The reported device was implanted for implanted for approximately 11 years. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the collar of the implant fractured. The implant was removed and replaced. The reported complaint is confirmed based on visual inspection of the product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number; k013227.

Event description:
It was reported that the dental implant fractured at the collar. The implant was removed and replaced.